Event description:
Health professional reported an explanted of a lap-band ap standard access port ii due to alleged "leaking." F/u findings: according to the surgeon's staff, the alleged port leakage was first noted after the pt needed to return for multiple visits for fills. The serial number has been requested however has not been provided by the rptr at this time.

Manufacturer narrative:
The product associated with this report has not been returned. Based upon the implant date provided by the rptr the connector type is assumed to be a taper ii. The rptr of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has rec'd the product however the analysis has not been completed at this time. Further info from the rptr regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."